Event description:
It was reported that during patient use, the ventilator generated inaccurate oxygen readings. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The o2 sensor was received for evaluation. A visual inspection was performed, and no anomalies were found. The 02 sensor was installed into the test ventilator for analysis and during the o2 sensor calibration, a low urgency alarm indicated that it failed calibration. The 02 sensor was routed to the manufacturer maxtec on (B)(4) 2015 for failure analysis. On (B)(4) 2015, maxtec communicated via e mail that the 02 sensor was damaged in transit to the point that they could not do any further testing. The customer reported malfunction was verified. However, the root cause cannot be identified due to the unit being damaged.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the oxygen sensor to resolve the issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications.